Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix found stretched/bent and clogged with dried blood/tissue. Unable to perform helix mechanism/extension length test due to damage helix as received. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was attempting to implant the right ventricular lead and the atrial lead dislodged. The lead was explanted and replaced. The patient was in stable condition.